Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-feb-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device bd pyxis¿medstation¿ es used in this incident, it was determined that multiple cubies in the drawer were not detected on bus, and a few cubies were not detected on hardware test application. A field service engineer turned off the station, removed the cubie drawer, replaced the controller board and retractor band, and turned the station back on to resolve the issue. The system functioned as intended after the field service engineer repaired the device.